Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Pinnacle litigation records received. Litigation alleges ongoing physical and mental pain, physical injuries, extreme weakness, difficulty walking and high levels of chromium and cobalt in his blood system. Doi: (B)(6) 2011 : dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Pfs alleges instability, hypersensitivity, abscess. After review of medical records, patient was revised due to failed right total hip arthroplasty and loose acetabular cup. Operative report hypersensitivity and cup had failure ingrowth and had a fibrous union. Patient experienced pain.